Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-04166. It was reported the patient underwent a lead replacement surgery due to the patient not receiving enough pain relief from her scs system. X-rays taken indicated the leads had pulled out of the epidural space. The patient's physician replaced both of the patient's leads with new ones. The patient reported receiving effective stimulation therapy of her pain areas postoperative.